Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt fell back in a chair at a restaurant which knocked her implant loose and she could "feel the leads". The site was sore before but even more so now. She initially lost therapeutic effect after the fall, but was able to adjust the device and now only had to catheterize twice a day compared to 8 times/day. It was noted that her implant was "protruding all the time" and her physician suggested a revision in the past. Further info was requested from the healthcare professional.